Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the third-party service center for evaluation and service. There was no patient involvement, and no harm or injury was reported. During evaluation, the ventilator failed the active exhalation purge valve testing and oxygen low flow testing requiring replacement of the active exhalation control module. The device was planned to go to high level repair for completion of the repair. Repair of the device was not completed because repairs were rejected by the customer, and the device was to be returned unrepaired at the customer's request. Additional findings not related to the malfunction/issue: during the preventative maintenance, it was noted the rubber feet were missing and required replacement, and the handle and handle o-rings required replacement.